Event description:
Pt found unresponsive in backyard, brought in by ems. Upon arrival to ER, no breath sounds were audible, no chest rise was seen with bagging. Staff felt ambubag not functioning properly and replaced. After new bag, pt had bilateral. After new bag, pt had bilateral breath sounds. Pt pronounced dead at 1612. Air seal on bottom of ambubag is secured by 4 staples. Failure of any staple will cause air to leak. Examination of bag revealed one staple may not have been secure.